Event description:
During a donor nephrectomy, the device locked upon firing and had to be cut from the pt. The procedure was completed with sutures. Operating time was extended by one to two hours. There was no pt consequence.